Manufacturer narrative:
(B)(4). Batch #: t9349k. Additional information was requested and the following was obtained: in the event description it says: "the tip of the harmonic scalpel was already broken when the device was opened " in regards to "the tip", is the active blade tip broken off? Yes. Is the white tissue pad broken off? If yes, for the white tissue pad broken off, is the white tissue pad completly broken off? From the customer's description, it is believed to be the blade tip not the white tissue pad. Was the tip of the device broken off before the package was opened? Apparently so as per customer's recount. Was the device re-sterilized? N/k. Investigation summary the device was returned outside of its original packaging with visible signs of use and the packaging was not returned, due to the packaging not being returned, we are unable to investigate further on the reported packaging device issue. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tip of the harmonic scalpel was already broken when the device was opened. The device was not used but an alternative device used. There were no patient consequences.